Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "customer sent general complaint regarding the large priming volumes of the sapphire primary infusion sets and how almost half of the medication remains in the tubing not allowing the patient to receive the full dose, compromising patient care. Death / serious injury: no. Human harm: no. " additional information was received on apr 21th, 2016: "no additional information available. Just a general concern about feedback on being able to deliver the entire dose of small volume IV infusions such as antibiotics when run as the primary due to the priming volume required in the sapphire infusion sets".